Manufacturer narrative:
Initial 1 of 4. Based on the available information, this event is deemed to be a malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced for adhesive issue with four infusion sets event on (B)(6) 2026. Patient reported infusion set was accidentally pulled out during use due to tubing catching on something or pump falling. The patient replaced the infusion set and resumed insulin deliveries successfully.